Manufacturer narrative:
Block b3: approximated based on the date of the procedure.

Event description:
It was reported that the patient experienced inadequate stimulation from the lead of the spinal cord stimulator (scs) system due to migration. Reprogramming was performed however it was not able to provide adequate therapy. The lead was sutured to the spinous processus, and imaging was performed to confirm migration of the lead. The patient underwent a revision procedure in which the lead was explanted and replaced with a new device, and the patient is doing well post operatively. The explanted lead will not be returned as it was disposed of by the facility.